Event description:
On (B)(6) 2011, the pt underwent a complete open abdominal debranching procedure with bypass from the left common iliac artery to the celiac, sma, right renal and left renal arteries. The pt tolerated the procedure. On (B)(6) 2011, the pt was treated with eight gore tag endoprostheses for a large thoracoabdominal aneurysm (measurements not available). The endograft system was landed from the left subclavian to approx 4 cm above the aortic bifurcation. A type ii endoleak was suspected between the third and fourth gore tag endoprosthesis and an add'l gore tag endoprostheses was implanted to bridge the devices. On (B)(6) 2011, a distal type I endoleak was visible on CT. A distal type I endoleak was also noted at the one month f/u (date unk). On (B)(6) 2011, the pt underwent an intervention where an add'l gore tag endoprosthesis was implanted. The type I endoleak was resolved. A small type ii endoleak was noted. The pt tolerated the procedure.

Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Result: the review of the mfg paperwork verified that this lot met all pre-release specs. Please note add'l devices implanted: (B)(4)/9125535, (B)(4)/8178348, (B)(4)/8917443, (B)(4)/8945550, (B)(4)/9125536 and (B)(4)/06675626.